Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a tech supervisor reported an unexpected outcome. The surgeon followed the suggestion of the toric calculator (the past has had previous lasik) but the patient ended up with higher cylinder and a flipped axis. The lens was exchanged for another model.

Manufacturer narrative:
No information was provided for the evaluation of the online toric calculator results. The returned lens had damage typical of an implant and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The patient had previous lasik. The (6.00cyl), 16.0 diopter was replaced with a (3.75cyl), 16.0 diopter lens. (B)(4).